Event description:
It was reported a 35mm amplatzer pfo occluder was chosen for procedure (B)(6) 2022 during the procedure, the user attempted to position the device and re-sheathed the device once. The device was then redeployed and the right disc presented with a bulbous shape. The device was removed and a new 30mm pfo occluder was successfully implanted. The patient remained stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by using a larger than recommended delivery sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
Subsequent to the previously filed report, additional information was received stating there was no anatomical interference and no kink or angulation in the delivery system when the occluder was deployed.